Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate therapy. Decreased sensing and high capture threshold were observed on the rv lead. Diagnostic imaging revealed lead dislodgement. Lead was repositioned. Patient was stable before, during and after the procedure.

Event description:
New information received notes that the physician elected to extract and replace the rv lead. Patient was stable before, during and after the procedure.